Manufacturer narrative:
Initial 4 of 5. E1: name: (B)(6). Street: (B)(6). Line 2: (B)(6). City: (B)(6). Country: (B)(6). Postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced an event where infusion set patch came off after a few hours there is hardly any sticky on the patch.